Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container leaked from 'the seal between the IV bag and the injection port' upon removal of the blue tamper seal, during post-compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the actual device and a photograph of the sample was provided for evaluation. During visual inspection of the photo sample, a leak was noticed at the seal next to the injection port of the bag. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition; however, during pressure testing, leak was noticed at the bag seal, near the membrane port. The reported condition was verified. The cause was related to supplier manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.